Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient reported that the down arrow keypad button responded intermittently. There was no adverse event associated with this complaint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned to animas for evaluation. The results of the investigation were as noted: the keypad appeared intact with no lifting or peeling observed; however, testing confirmed intermittent responses to button presses on the down arrow button. Multiple button presses were required before the down arrow button engaged, and it was noted that the down arrow button did not have normal spring back or click. In addition, there was evidence of adhesive/contamination found under the down arrow button key contact.